Event description:
It was reported that during use of the device for a non-clinical activity, an electronic patient gas system (epgs) malfunction message appeared. There was no patient involvement.

Manufacturer narrative:
H3 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Please disregard the previously submitted medwatches related to this complaint. There was no malfunction in the intended performance associated with the service message as the device performed to specifications. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. In the service screen, it was noted that the oxygen (o2) percent hours read more than 2,000,000. After 2,000,000% hours, the system alerts the user to 'service gas system'. The unit operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly